Event description:
A nurse reported instances that fine metallic dust has gone into patients' eyes while using blades during cataract surgery. They have no product to return at this time. They have changed their procedure now; they wipe the blade before use. This was first noticed when doing post-op examination in 2006. Outcome of event was unknown.

Manufacturer narrative:
There were no samples or particles returned to date for investigation and root cause analysis. There have been no similar reports received for this lot.